Manufacturer narrative:
(B)(4). This lot was manufactured january 13, 2015 to january 14, 2015 . The device was returned for evaluation. Visual inspection revealed no signs of physical abnormality. A functional flow rate test was performed and the flow rates were found to be within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected. The reporter stated that the device was expected to deliver 240 ml of cisplatin and normal saline over 24 hours; however, the actual infusion time was 17 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.